Manufacturer narrative:
Company rep evaluated the sys and found that power to the display was off. Customer reported the cable may have been accidentally kicked causing the power loss.

Event description:
Customer reported an issue with the panorama central station, which may have affected telemetry monitoring. No pt injury was reported.